Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. UDI format updated with available product information per gudid. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that balloon at the tip of the foley catheter was ruptured during water injection process. Patient was exposed to hazardous, blood, or bodily fluids. It was unknown what medical intervention was provided.

Event description:
It was reported that balloon at the tip of the foley catheter was ruptured during water injection process. Patient was exposed to hazardous, blood, or bodily fluids. It was unknown what medical intervention was provided. Per follow up information received via ibc on 14jul2025, stated that another foley catheter has to be used to complete the procedure. There were no serious injuries that occur to the patient. There might be misunderstanding. It was meant; the defective device was contaminated with patient urine.

Manufacturer narrative:
The reported event was inconclusive because this investigation did not result in any additional findings and no sample was available for evaluation. No actions can be taken at this time since a root cause was not identified. A review of the device history record did not show any problems or conditions that would have contributed to the reported issue. The instructions for use were found adequate and state the following: visually inspect the product for any imperfections or surface deterioration prior to use. Correction: d. UDI format updated with available product information per gudid. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. Correction: b, f, h. UDI format updated with available product information per gudid. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that balloon at the tip of the foley catheter was ruptured during water injection process. Patient was exposed to hazardous, blood, or bodily fluids. It was unknown what medical intervention was provided. Per follow up information received via ibc on 14jul2025, stated that another foley catheter has to be used to complete the procedure. There were no serious injuries that occur to the patient. There might be misunderstanding. It was meant; the defective device was contaminated with patient urine.

Manufacturer narrative:
The reported event is confirmed cause unknown. Visual evaluation noted received 1 all-silicone foley catheter. As catheter balloon was mushroomed prior to evaluation, this indicates that the catheter balloon does not have a rupture present. In order for balloon mushrooming to occur balloon must be fully intact with catheter with no cuts present. Therefore, the reported event is confirmed and does not meet specifications per ip7603444 rev 0 which states "balloon must not cuff after deflation in accordance with w76qa010." The labeling is found to be adequate. DHR review did not show any problems or conditions that would have contributed to the reported event. Based on the results of the investigation no additional actions are required at this time. Corrections: d, f, h. UDI format updated with available product information per gudid. H11: sections a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that balloon at the tip of the foley catheter was ruptured during water injection process. Patient was exposed to hazardous, blood, or bodily fluids. It was unknown what medical intervention was provided. Per follow up information received via ibc on (B)(6) 2025, stated that another foley catheter has to be used to complete the procedure. There were no serious injuries that occur to the patient. There might be misunderstanding. It was meant; the defective device was contaminated with patient urine.